Event description:
Olympus medical system corp (omsc) was informed that the day after cfy-va2 was reprocessed with oer-2. The user facility took samples from the subject cft-va2 and oer-2 for a cultivation survey of adhering bacteria, and as a result of the survey, extended spectrum beta lactamase was detected from the biopsy channel of cfy-va2 and rinsing water of oer-2. There was no pt harm reported.

Manufacturer narrative:
The subject device was not returned from the user facility. Therefore, the exact cause of the user's experience could not be conclusively determined. There is a possibility that the phenomenon was attributed to insufficient disinfection of the water supply channel of oer-2 or improper maintenance of the water filter of oer-2. The user facility says that the scope will be sterilized and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.